Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history finds right initial hip arthroplasty occurred on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2009 due to pain and cup loosening. Patient was then implanted with m2a implants. There has been no further revision procedures reported. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following could not be completed with the limited information provided. Date of event - n/a. Date explanted - n/a. The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-02158/ 02159).

Manufacturer narrative:
This follow-up report is being filed to relay further patient information which was unknown at the time of the initial medwatch. This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2012-02158 / 02159 & 2014-00715 / 00716 & 00723).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty and alleged subsequent personal injury. Legal counsel for patient further reported patient allegations of negative effects to tissue, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information provided in operative notes and a review of invoice history found the initial right total hip arthroplasty occurred on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2009 due to pain and cup loosening. The acetabular cup, modular head and taper insert were removed and replaced with m2a implants. There have been no further revision procedures reported to date.